Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. Corrected data: d9, h6 type of investigation, investigation conclusions, investigation findings, h11 (the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.) Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device cdh25p lot number a9ck32 and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional info recd. I have spoken with the surgeon involved and the patient is recovering okay. The outcome was a permanent stoma for 6 months and then they will revise the anastomosis at 6 months under CT with contrast to determine if the tissue/leak has healed. Unfortunately due to the location and size of the leak they were unable to suture at the time of re-operation. I am keeping in close contact with the surgeon and team to ensure they are feeling supported. If anything changes I will be sure to let you know.

Manufacturer narrative:
(B)(4) date sent 10/28/2024 d4 batch # unk b3: only event year known: 2024 h6: health effect ¿ clinical code gastrointestinal system (e10). The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection completed in theater, the stapler completed firing sequence successfully and was fired within the green range. Green tick appeared leak test performed in situ, no apparent leaks at time of operation donuts complete however distal donut thin on posterior edge patient returned to theater 7 days post opp with anastomotic leak hole see in posterior anastomosis of 0.08mm staple legs were visible at leak location did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? --> yes, did patient require revision surgery? True, if yes, date of revision surgery. On (B)(6) 2024, reason for revision surgery. Posterior anastomotic leak, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Return to theatre from colorectal leak, permanent stoma with contract CT revision at 6 months,